Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed the patient's pacemaker and left ventricular lead had exhibited an intermittent loss of capture. No intervention performed and no patient consequences were reported.